Manufacturer narrative:
The explanted device was returned for evaluation. Although thrombus was confirmed during the evaluation, a direct correlation to the reported events could not be conclusively determined. Examination of the pump blood-contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the tissue formed over an undetermined period of time. Examination of the outlet stator found a red, tissue-like thrombus between the outlet bearing and one of the stator blades. The distal end of the rotor adjacent to the outlet bearing cup showed faint contact marks, indicating that the thrombus was present while the pump was operating. The tissue was not adhered and showed no laminated layering, indicating that the thrombus did not form in the outlet stator. The evaluation could not conclusively correlate the observed thrombi to the reported ischemic stroke or to the low speed event and increased lactate dehydrogenase and plasma free hemoglobin several weeks prior to explant. The cause of the thrombi could not be determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Electrical continuity testing of the driveline found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for possible thrombus. The patient¿s lactate dehydrogenase and plasma free hemoglobin were elevated. An echocardiogram and x-rays were performed and were both normal. The patient was on coumadin and aspirin therapy and the international normalized ratio (inr) was therapeutic at the time of the event with a set goal of 2 - 2.5. The patient was reportedly having pulsatility index events throughout the day. Device log files were submitted for review by the manufacturer¿s technical services and one transient low speed hazard alarm with a power level increase of 17.9 watts was noted on (B)(6) 2015; the pump speed dropped to 2680 rpms. The patient was reported to be non-compliant with the medical regimen and was not considered for a pump exchange. The patient was discharged. On (B)(6) 2015, the patient was reportedly driving and got into a car accident. The patient was brought to the hospital and was found to have had an ischemic stroke with signs of herniation. The patient was intubated and brought to the intensive care unit. A CT scan revealed an ischemic stroke. The patient had stopped taking the prescribed coumadin and had consistently low inr levels. The patient¿s family decided to withdraw support and the lvad was stopped on (B)(6) 2015 and the patient expired. According to the vad coordinator and the cardiology team, the patient¿s death was not device related as the patient was non-compliant and had stopped taking medications. The inr level was sub-therapeutic. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 8 months.the device was returned for analysis. Evaluation is not complete.no further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.